Event description:
It was reported to philips that the system gave an alert indicating the generator was busy, preventing x-rays. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the treatment was delayed less than 20 minutes and completed by restarting the system. The philips field service engineer (fse) inspected the system on site and confirmed that the system unable to produce x-rays. During troubleshooting, fse found an issue with pdu fan tray and pdu dc module. Review of log files found no power on flat detectors. The fse replaced the pdu fan tray and pdu dc module and returned the defective pdu fan tray and pdu dc module for analysis. The analysis was observed that the axial flow fan dc 24v was found to be defective in the pdu fan tray. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and, as such, the complaint was reported. Since that time, new information has been received that led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure was completed by restarting the system with only a minimal delay on the same system and is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on the investigation results, philips concludes that this complaint is not reportable the codes were updated based on the investigation outcome.